Event description:
It was reported that after the catheter was inserted in the patients right internal jugular vein, her blood pressure dropped and she developed tachycardcia. Treatment for the patients condition was epinephrine and dopamine. After approximately 15 minutes, the patients condition improved and she recovered without further complications.